Manufacturer narrative:
It has mow been reported that the abutment was removed under a general anaesthetic and an antibiotic (type of administration unknown) was administered for the infection.this report is submitted on november 13, 2020.

Manufacturer narrative:
This report is submitted on 21 sep 2020.

Event description:
Per the clinic, the patient experienced chronic infection in the tissue around the abutment. Removal of abutment is planned but has not taken place as of the date of this report (B)(6) 2020.